Event description:
It was reported that the patient was admitted on (B)(6) 2023, clear in consciousness, and admitted to gastroenterology with abdominal pain. The patient was transferred to our department on (B)(6) due to left ureteral calculus accompanied by hydrosis. It was stated that the patient underwent "left ureteral flexible ureteral holmium laser lithotripsy and left ureteral stent implantation" under general anesthesia, and the indwelling foley catheter was fixed smoothly after surgery, with light red color. At 22:59 on (B)(6) 2023, when the patient was in bed, the urinary tube came out on its own, and immediately notify the doctor to check the patient, check the rupture of the urinary tube water sac, and tell the doctor on duty to check the patient beside the bed and follow the doctor's advice to continue observation. The patient was hospitalized for the first time with unplanned extubation. The number of responsible nurses on duty when unplanned extubation occurred was 2. The number of patients in hospital at the time of unplanned extubation was 39. In the initial disposition, it was mentioned to observe the patient's urination according to the doctor's order, and ask the manufacturer to find out the cause of the rupture of the urinary catheter balloon. Cases of rupture of the urinary catheter balloon have occurred many times.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structural composition: the product is composed of three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series is composed of tube body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve.¿ applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.